Manufacturer narrative:
The patient was born on an unspecified date in 1995. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an episode of peritonitis. The cause of the peritonitis event was reported as a poor environment/source of water. The same day as event onset, the patient was hospitalized for the peritonitis. On an unreported date the patient was treated with unspecified antibiotics for peritonitis. Nine days after the onset, the patient recovered from peritonitis and antibiotic treatment was stopped. At the time of this report, pd therapy was ongoing. No additional information is available.